Event description:
It was reported that the patient experienced pain at the ipg site. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returning for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined

Event description:
Additional information was received that on (B)(6) 2025, surgical intervention was undertaken wherein the patient's ipg was replaced and implanted at a new location. Effective therapy was established postoperatively.